Manufacturer narrative:
The customer¿s report that the tubing separated at the y-port and leaked was confirmed. Visual inspection showed that the tubing was completely separated from the distal smartsite inlet port near the male luer. Examination under magnification showed that both sides of the tubing had no solvent applied at the engagement. Functional testing was not performed due to the separation. Fluid was leaking from the separation. Dimensional analysis was performed and the tubing measured within specification. The root cause of the customer¿s report was identified as a manufacturing issue due to no solvent being applied at the engagement during manufacturing.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during an infusion, the IV tubing separated from the y-port below the pump module causing fluid to leak. The customer reported that blood back flowed from the patient and the medication leaked onto the bed. It was unknown how much medication and blood was lost. There was no report of medical intervention or patient harm.